Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has a tear on the silicone part of the driveline, but no wire fracture on x-ray. Log file analysis showed a no external power event on (B)(6) 2020 when the patient briefly disconnected both the black and white power cables at the same time. The event resolved once the power cable got reconnected. There were no other abnormal alarms or events in the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 30may2013. The reported tear in the driveline's silastic sleeve could not be conclusively determined through this investigation as no photos were provided by the account and no product was returned for evaluation. The submitted log file contained data spanning from (B)(6) 2020 at 23:06:37 to (B)(6) 2020 at 13:21:10, per the timestamp. The pump appeared to have been operating as intended. The patient remains ongoing on (B)(6) and no further events have been reported at this time. No further information was provided. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. They also discuss damage due to wear and fatigue of the driveline. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii lvas patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.